Event description:
The blood glucose monitoring device and its base are melted. It was reported no harm or illness to anyone as a result of the alleged report. Reporter stated no treatment or actions were associated with alleged event. A request was made for the return of the suspect device and replacement product was sent.